Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the ltv 1200 ventilator got too close to MRI and stopped running. There is no information on patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - unit got too close to MRI and stopped running. When attempting to run the ventilator, it was noted that the fan assembly was not spinning, and the ventilator immediately began to alarm for hw fault (fan fault). The ventilator was opened and inspected, and found that the fan assembly was stuck up. The cause of failure of fan assembly in this unit was directly due to being exposed to the high magnetic field energy of the MRI. The fan assembly has internal magnet. The exposure to the MRI magnetic field resulted in de-magnetizing fan internal magnet causing fan failure to rotate during ventilation. A good known test fan assembly was then installed and a general checkout on the vent was performed passing the final checkout test per service manual which include several alarm and ventilation function. The fan assembly was replaced to resolve the issue.